Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a regulatory report from (B)(6) of aseptic peritonitis coincident with nutrineal pd4 unknown bag therapy. This report was received by (B)(6) and forwarded to baxter (B)(4). On an unreported date, the patient began treatment with nutrineal pd4 unknown bag 2.5 l (frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd) due to renal insufficiency. On (B)(6) 2011, the patient began treatment with nutrineal pd4 unknown bag 2.5 l (frequency not reported). On (B)(6) 2011, the patient experienced aseptic peritonitis. On (B)(6) 2011, in the morning, the patient's effluent bag was "clear and limpid". On an unreported date in (B)(6) 2011, nutrineal therapy was discontinued and the patient was switched to physioneal. The outcome for the event of aseptic peritonitis was reported as not recovered. The reporter believed the event of aseptic peritonitis was possibly related to nutrineal therapy.